Manufacturer narrative:
As part of our investigation, olympus made multiple follow ups with the user facility by telephone and in writing in an attempt to gather additional information on the reported event; however, no additional information was obtained. The scope was returned to olympus for evaluation. The evaluation confirmed the reported scope damage. A visual inspection was performed on the scope and found the bending section cover torn apart. A leak test could not be performed due to the condition of the bending section cover. In addition, broken fibers and a black stain on the image were found. Char marks were also noted on the distal end control body, which likely caused the broken fibers. The scope was serviced and returned to the user facility. Based on the investigation findings, the cause of the reported scope damage is likely attributed to user handling. The instruction manual for use provides warning and caution statements in an effort to prevent scope breakage. ¿do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿

Event description:
Olympus was informed that during an unspecified procedure, the bending section rubber on the distal tip broke off inside the patient. The device fragment was retrieved. No patient injury reported.